Event description:
The account stated that the axsym toxoplasmosis igm reagent has generated a false positive result on a pregnant patient sample. The initial result was 3.1 iu/ml. A second sample was drawn from the patient and the igg result was again positive at 2.3 iu/ml. The sample was sent to another lab and the result was borderline. The qc was within range. The elevated igm results could not be confirmed. There was no adverse impact to patient management reported.

Event description:
Clarification of information is that the other lab generated the toxo igm result with liason method.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(6) concomitant medical device, axsym analyzer list 7a83-01, serial (B)(4). Corrected data, (B)(6). The investigation team have completed an evaluation and the results are as follows: a retained kit of axsym toxo igm reagent pack, list number 9k09-20, lot number 89840hn00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range furthermore 5 replicates of panel 1 and 7 were tested. Both panels were within their specifications. As part of this evaluation we have reviewed the complaint records for lot number 89840hn00. This review did not identify any problems relating to the customer observation. Based on this evaluation, it has been determined that axsym toxo igm reagent pack, list number 9k09-20, lot number 89840hn00, identified in this complaint, is performing acceptably.